Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect c16000 creatinine result on one patient sample that was reported out of the lab. The sample was then repeated on another instrument and the result was normal. The following data was provided: initial creatinine result = 340 umol/l, repeat (different analyzer) = 74 and 76 umol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect c16000, serial number (B)(6). Multiple troubleshooting procedures were performed, including replacement and cleaning of the tubing, peristaltic head (rohs) (7-35009685-04). Part replacement and cleaning resolved the issue. The tubing, peristaltic head (rohs) (7-35009685-04) was determined to be the likely cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect (B)(6) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module, serial number (B)(6) , was identified.